Manufacturer narrative:
This event occurred in (B)(6). The user mistakenly reported 68.99.30a aarhus screw bracket head collar. The actual returned device was an aarhus screw round hole, catalog #68.99.2xa. The device was returned incomplete. Additional information has been requested from the distributor and the user. An investigation has been initiated for this event. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
In accordance with the healthcare provider's report, the screw broke during insertion between the lower right lateral incisor and cuspid. A flap was made to obtain access to the broken part of the screw and to remove a sufficient amount of bone around the fractured tip in order to extract it. It took one hour to remove the broken part of the screw.

Event description:
In accordance with the healthcare provider's report, the screw broke during insertion between the lower right lateral incisor and cuspid. A flap was made to obtain access to the broken part of the screw and to remove a sufficient amount of bone around the fractured tip in order to extract it. It took one hour to remove the broken part of the screw. The wound was sutured after removing the implant fragment and the patient received aftercare instructions and anti-inflammatory medication. She experienced pain and inflammation a few days later, but has healed completely without any complications except for a scar on her gums.

Manufacturer narrative:
This supplemental report includes additional or changed information in the following fields: a1, a3, b4, b5, d9, g3, g6, h2, h6 and h10. Only the screw head with a portion of the shank and the first two threads was returned by the user. The implant fractured between the 2nd and 3rd threads below the neck of the screw. This is the spot where the torsional force produced during insertion of a screw into bone is translated from the tip of the thread to the shaft. The torsional force increases with every turn. When a screw is overwound it always fractures at this point. It can be concluded that the screw was subject to overload torque during implantation. Multiple attempts at obtaining additional information were carried out unsuccessfully. The case has been closed. Should additional information become available it will be reopened.